Event description:
Report received from an abbott affiliate which indicates the reporter noticed leaking of blood from the space between the shrink cover and the rubber. There was no disconnection of the rubbber, and approx 1ml of blood leaked. The reporter noticed the incident when they were flushing with saline after a blood transfusion. They reported that there was no leakage during the blood transfusion procedure. The procedure was not used under high pressure. There was no pt harm. Although requested, no additional info was provided.